Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "overdose" of heparin occurred during hemodialysis therapy with a prismax machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.